Manufacturer narrative:
Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. There were no anomalies noted with the instrument spitting out the clips. The reported incident could not be recreated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a laparoscopic cholecystectomy the surgeon stated the clips were spitting out of the jaws of the er320 and the clips would not close properly. The case completed using another er320. There was no consequence to the pt.